Manufacturer narrative:
The hawkone was not received for evaluation. No ancillary devices or cine images from the procedure were received. A single photographic image was received. The photographic image shows the hawkone cutter separated just distal of the distal assembly cutter window. A tearing of the distal assembly just distal of the cutter window was observed. The coil housing, flushing port, and distal tip remain on the guidewire that protrudes from the support catheter. The cutter head and drive shaft extend distally from the cutter window. Due to the quality, clarity, and pixelation of the photographic image it is not possible to confirm or not confirm if the guidewire prolapsed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician employed the use of a hawkone device with 6fr non-mdt sheath and 7mm spider fx embolic protection device for the treatment of a severely calcified 40mm lesion in the proximal right superficial femoral artery (sfa) of diameter 7mm. Lesion exhibited 80% stenosis. Vessel reported to be severely tortuous. Vessel was not pre-dilated. IFU was followed. It is reported during withdrawal of the device severe resistance was experienced and the tip detached at the hinge pin (separation occurred from the cutter and nose cone). The entire system was removed from the patient with no intervention required nor injury to the patient. The cutter was reported to have been outside the housing during removal but was removed safely. The patient has been discharged.